Event description:
This lv lead was implanted on (B)(6) 2017 and was explanted on (B)(6) 2017 due to pacing not delivered when required. Attempted lv lead revision, unable to access coronary sinus. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).